Event description:
The tourniquet cuff would not stay inflated during the surgical procedure. No pt injury was reported.

Manufacturer narrative:
The returned device was function tested and found to leak at one tube to port connection when the tubing was manipulated back and forth. When the device was held stationary it did not leak.